Manufacturer narrative:
This is report 1 of 3 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient. The patient was identified as having a slight cough, but no other symptoms, and was being tested due to exposure. Repeat testing of the nasal swab sample with another testing platform of the same make and model produced a negative result. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 1 of 3 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient. The patient was identified as having a slight cough, but no other symptoms, and was being tested due to exposure.